Manufacturer narrative:
Results: (other):- a work order search was performed on the injector lot number for similar complaints within the search and there were six similar complaints. A work order search was performed on the foam tip plunger for similar complaints within the search, and there was two similar complaints.

Event description:
The reporter stated that the surgeon was using a competitor's lens with a msi injector and the lens became stuck in the injector. No patient injury reported.